Event description:
It was reported that during a total cystectomy, the replace error occurred many times when the device was used between the uterus and the vesica. Besides, the electrode peeled away. No pieces fell into the patient. The same event occurred in two devices. Also, the handle could not be grasped in one device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The devices were received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw in addition the device was received with the cable cut off. During mechanical testing, the jaws would not close due to the separated electrode. The separated electrode prevented the I-blade from being advanced. Functional testing cannot be performed as the cable was cut off both devices.